Event description:
The customer claims no alarm tone when the pressure is released from the pad. The unit does have power. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product shows that the returned alarm unit functions tested okay. The unit rj-11 jack pins and battery springs are bent. The returned batteries show acid leaked. (B) (4).